Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of hydromorphone and bupivacaine via an implantable pump for non-malignant pain and spinal pain. It was reported that the patient's personal therapy manager (ptm) quit working the day before (on (B)(6) 2019) and the patient has been in terrible pain since (B)(6) 2019. The patient reported nothing was working on their ptm. The ptm was eating up batteries since the day before. The patient described seeing the therapy screen which showed the batteries were full and the screen said ok. The patient reported the battery in the battery icon was all black and "all used up." The patient then reported there was some room on the battery icon and it was less black. It was reviewed that the battery icon meant and that the batteries in the ptm were good. The patient then reported another screen on their ptm. The patient described they were getting screens like the "wait screen." It was reviewed that it was a normal screen when the ptm was trying to communicate with the pump. Patient services had the patient use the ptm on the call and press the bolus button. The ptm showed a confirmation that bolus was delivered. It was reviewed that the ptm was working as intended. The patient believed their pump was not giving them medication. The patient was directed to their healthcare provider regarding their pain. No further complications were reported or anticipated.